Manufacturer narrative:
The local area field representative was contacted for additional information. The physician elected to not surgically intervene at this time as the patient does not require pacing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's implantable defibrillation lead, exhibited varying pacing impedance measurements including high and out of range measurements. Increased threshold measurements were also noted. There was no evidence of noise and there was no loss of capture with the increased threshold measurements. Boston scientific technical services (ts) discussed possible causes and troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed due to continued high out of range pacing impedance measurements. It was found the lead was not fully inserted into the device header. The lead was fully inserted into the header and the system will continue to be monitored. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's implantable defibrillation lead, exhibited varying pacing impedance measurements including high and out of range measurements. Increased threshold measurements were also noted. There was no evidence of noise and there was no loss of capture with the increased threshold measurements. Boston scientific technical services (ts) discussed possible causes and troubleshooting options. No adverse patient effects were reported. Additional information was received indicating an invasive procedure was performed due to continued high out of range pacing impedance measurements. It was found the lead was not fully inserted into the device header. The lead was fully inserted into the header and the system will continue to be monitored. No additional adverse patient effects were reported. Additional information was received indicating the non-boston scientific right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements. No adverse patient effects were reported.